Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug on a 5f exoseal vascular closure device (vcd) would not release after being used. The operator made several attempts to change the angle, and the guidewire loop did not pop out, resulting in the device being inoperable. Manual compression was used to stop the bleeding. There were no reports of patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, was not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flushed with the handle. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
As reported, the operator made several attempts to change the angle, and the guidewire loop on a 5f exoseal vascular closure device (vcd) did not pop out, resulting in the device being inoperable. The plug would not release after being used. Manual compression was used to stop the bleeding. There were no reports of patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, was not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flushed with the handle. The device was stored and prepped in accordance with the instructions for use (IFU). The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18365294 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator wire deployment difficulty unable" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction: added secondary code that was captured in complaint: (B)(4) failure to fire complaint conclusion: as reported, the operator made several attempts to change the angle, and the guidewire loop on a 5f exoseal vascular closure device (vcd) did not pop out, resulting in the device being inoperable. The plug would not release after being used. Manual compression was used to stop the bleeding. There were no reports of patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The catheter sheath introducer (csi) used, including its manufacturer, model, and french dimensions, was not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flushed with the handle. The device was stored and prepped in accordance with the instructions for use (IFU). One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed while the guard was locked. The plug was not returned for evaluation, and the indicator wire was found deployed, with no abnormalities observed. The csi was not returned for evaluation. The indicator window was observed in the black/white position. No additional anomalies were noted during the visual inspection. A dimensional analysis of the delivery shaft inner diameter was performed using a pin gauge measurement with a calibrated pin gauge set. The result was within the specified range. The functional deployment simulation could not be performed, as the plug was not returned for evaluation and the indicator wire was received in a deployed state. The handle was opened to review the internal mechanism and verify proper positioning of the indicator wire. A high-magnification microscopic evaluation was conducted to examine the internal mechanism, distal end of the delivery shaft, and the indicator wire. No abnormalities were identified in the internal mechanism or indicator wire. To enable a more detailed inspection, the distal end of the delivery shaft was cut open. This revealed material inside the shaft that appeared to be fibers associated with the plug. The reported event of ¿indicator wire-deployment difficulty-unable¿ was not observed through analysis of the returned device since it was received with the wire already deployed. Although, an additional condition was noted of ¿vascular closure device (vcd)-deployment difficulty-premature¿ as the plug was not included with the device and the deployment lever was not depressed. However, the exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported inability to deploy the indicator wire loop, as the wire was fully deployed in the returned device. However, procedural/handling factors are possible. Regarding the absent plug from the undeployed device, possible contributing factors could not be identified during analysis, particularly since dimensional evaluation and inspection of the internal mechanism revealed no anomalies. Also, the presence of plug-associated fibers within the distal end of the delivery shaft indicates that the plug was not missing from the device when it was opened. However, as the sheath was not returned with the exoseal device, it is possible that removal of the sheath resulted in dislodgment of the plug. As this condition was not reported by the user, it is possible that the plug was dislodged after the procedure, either intentionally or inadvertently. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ the IFU also cautions, ¿if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the blood stream, remove the exoseal vcd and vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the vascular sheath introducer as plug dislodgment may occur. Additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ neither the product analysis, nor the information available for review suggests that the reported event and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.